Manufacturer narrative:
Device eval: one used device was returned for eval. The bag was pressure tested and failed the pressure test. The failure was attributed to the bond between the tubing and the bag. The complaint is confirmed. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A supplier corrective action has been requested from the manufacturer.

Event description:
The user reported that the pressure infusion bag is losing pressure during the initial use. The leak was discovered before the procedure began. No harm or injury to the pt was reported.